Event description:
It was reported leaks of insulin around the piston rod. The blood glucose reading was not reported. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The reservoir will be returned for analysis and further information will follow once the analysis has been completed.